Event description:
Pt with a preoperative painful compression fracture at l4. Surgery was performed 2003 at which time 3.5cc of j&j endurance cement was delivered to the site via the cdo system and modular tamp. When the surgeon felt the cement had hardened sufficiently, he removed the cannula. Ap and lateral films were taken intraoperatively. At that time, there did not appear to be a "cement tail". The pt was taken to recovery and was able to move their toes when they were awakened by hosp personnel. One day postoperative the pt experienced numbness in the right leg. An x-ray was taken which showed a protruding cement tail. The pt was taken back to surgery the same day at which time a laminectony was performed and the cement tail was removed. The pt continues to improve and is expected to make a complete recovery. They are currently undergoing physical therapy for 2 months and walks with a cane. The surgeon did not experience any difficulty with the cdo system or modular tamp.